Manufacturer narrative:
The insulin pump was returned with error 130 confirmed on the download traces files. The motor was visual inspected, no moisture damage or contamination noted, no loose or disconnected motor flex connector noted at the printed circuit board; the motor may have an intermittent failure that was not detected during testing. The insulin pump was received with cracked reservoir tube lip, scratched case, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) .

Event description:
It was reported that insulin pump received a power error alarm. Customer's blood glucose was 145 mg/dl. Insulin pump would be replaced.